Event description:
I had a tavr procedure on (B)(6) 2020. I received an edwards sapien 23 mm aortic valve. This week I received a positive result for tuberculosis via the quantiferon blood test. I also have an abnormal lung CT (cervical lymph nodes) I had a negative tb skin test in (B)(6) of 2020 and a negative quantiferon blood test in (B)(6) 2020. I have no reason to think that the sapien valve or equipment was contaminated with mycobacterium tuberculosis but I am writing to inform FDA in case there are any other links between the sapien valve and tuberculosis infection that have been reported. FDA safety report ID # (B)(4).